Event description:
No additional information provided at this time.

Manufacturer narrative:
Investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported bleeding, renal artery tear, post-traumatic stress disorder(ptsd), nightmares, scarring, and disability are directly related to the filter and unable to identify a corresponding failure mode at this time. The following allegations have been investigated: vc perforation, tilt, embedded, bleeding, renal artery tear, ptsd, nightmares, scarring, disability. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
Additional information received on 29jul2020. ¿[pt] was advised to have the vena cava filter removed in (B)(6)2017 and was admitted to huntsville hospital on 03feb2017. The vena cava filter was removed on that date. [Pt]'s vena cava and renal vein were torn during the removal of the vena cava filter because of problems with the filter. She was taken to the surgical trauma intensive care unit for close hemodynamic monitoring and observation. She received copious units of blood and blood products. She was on pressors and mechanical ventilation, and she continued to have ongoing bleeding and hypotension. Therefore, [pt] was emergently taken to operating room for repair of the ivc and renal vein. An abthera dressing was placed, and she was transferred back to the surgical trauma intensive care unit in critical condition. On (B)(6)2017 [pt] was taken back to the operating room as she had an open abdomen, for an exploratory laparotomy, removal of lap spongs and washout, cholecystectomy, feeding tube was placed, abdominal wall reconstruction with mesh was performed, and wound vac was placed. Postoperatively, [pt] was taken back to the surgical trauma intensive care unit and remained on the ventilator. She was weaned from the ventilator over the next couple days and excubated on (B)(6)2017. However, that evening she had an increase in her heart rate and a decrease in her hemoglobin and hematocrit. She was sent for a stat CT of the chest, abdomen, and pelvis, and was noted to have bilateral pulmonary embolus and active extravasation in the abdomen. She received blood products and was reintubated early that morning on (B)(6)2017. She was taken to interventional radiology again, where a right renal angio was performed and embolization was performed and ivc filter was again placed. Postoperatively again, she came back to the surgical trauma intensive care unit, her dopler study revealed a subacute chronic thrombus in the femoral veins on (B)(6)2017. She was excubated on (B)(6)2017. Over the next couple of days [pt] had increased work of breathing and x-ray with effusions, and on (B)(6)2017, ultrasound of the chest revealed a bilateral pleural effusions, and a left thoracentesis was performed. On (B)(6)2017 her wound vac was discontinued and she was discharged with home healthcare on (B)(6)2017¿.

Manufacturer narrative:
Manufacturers ref# pr253909 h6) patient code: 3191 - appropriate term/code not available for repair of ivc and renal vein. Device code: 3191 - appropriate term/code not available for torn of ivc and renal vein during removal. Summary of investigational findings: investigation is reopened due to additional information provided.the reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Rpn and lot# are unknown, but the filter tulip is manufactured and inspected according to a41935 (tulip mi) and a41936 (tulip qci). No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified the patient allegedly received an implant on (B)(6)2014 due to blood clots/deep vein thrombosis resulting from a motor vehicle accident. The patient is alleging vena cava perforation, bleeding, and renal artery tear. The patient further alleges post traumatic stress ((B)(6)2017), emotional trauma, nightmares, poor body image due to scarring and the inability to run/lift anything over 5lbs for 6-7 months and 3 month period before being able to return to work. It was also reported the patient allegedly underwent a failed filter retrieval attempt (B)(6) 2014. Per the (B)(6) 2017, retrieval report (successful): " this demonstrated that the inferior vena cava filter was tilted with the embedded near the ostium of the right renal vein. An inferior vena cavagram was performed. This demonstrated that the inferior vena cava filter hook was embedded, requiring forceps retrieval. Conclusion: 1. Removal of embedded inferior vena cava filter using rigid endobronchial forceps. 2. Evidence of injury to the right renal vein. This was treated with balloon tamponade for approximately one hour. Upon conclusion there was what appeared to be a small contained pseudoaneurysm on the right renal vein". Per the (B)(6) 2017, retrieval information: "comment #2:patient elected to have inferior vena cava filter removed in angiogram. Renal vein torn during procedure. Patient was taken to operating room for repair of inferior vena cava and renal vein". Per the (B)(6) 2017, retrieval information: "presented (B)(6) 2017 for removal of inferior vena cava filter. Inferior vena cava injury occurred during removal which caused bleed and hemorrhagic shock. Balloon was placed. Patient became hypotensive with vomiting, required operating room again for inferior vena cava and renal repair; exploratory laparotomy and wound vacuum,. (B)(6) 2017, abdominal washout, choley and wound closure with mesh and wound vac. Patient intubated at time of evaluation. Respiratory distress, r pleural effusion. Occupational therapy (ot) assessment completed (B)(6)2017. Patient status improved. Patient extubated (B)(6)2017, re-intubated (B)(6)2017 and 2nd filter placed. (B)(6) 2017-patient now extubated".

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: (B)(6). Registration no.: (B)(4). H6-device codes: appropriate term/code not available (3191): device perforation this report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6, b7, and h6. Investigation the following allegations have been investigated: emotional trauma, limited mobility, and anxiety. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported emotional trauma, limited mobility, and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient alleges emotional trauma, limited mobility, and anxiety. Unknown device implanted (B)(6) 2017 to catch the blood clots from my life saving surgery to remove the recalled the ivc filter. The patient had a catheter removed on (b)6) 2017 due to hospital sent a recall notice to remove.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2014". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.